Event description:
Procedure: tapp. According to the reporter: during use, the balloon was inflated after insertion into the port and after a while it deflated. Confirmed the balloon was damaged. Opened new one to complete procedure. No operating room time extension, no patient harm, no tissue damage, no bleeding, nothing fell into the cavity.

Manufacturer narrative:
(B)(4).